Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, display window and reservoir tube, minor scratches on the display window, and a missing end cap sticker. No unexpected constant audio alarms or vibration anomalies were noted.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they were at a music concert and the device was exposed to rainfall. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 184 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.